Event description:
Boston scientific received information that that this right ventricular (rv) lead had a small separation on the pace/sense portion of this lead noted during a generator changeout procedure. The lead was repaired with silicone tubing and adhesive. All impedance and sensing measurements were fine prior to pocket opening. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.